Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the cause was due to the improper shut down of the system. The customer was aware of this and had reported it with the original call. Ge rep reloaded the software. System operates as intended.